Manufacturer narrative:
This report is submitted on december 27, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a skin overgrowth at the abutment site and subsequently underwent a skin revision surgery on (B)(6) 2018 to excise the skin and replace the abutment for a longer one.